Event description:
Customer requested log review related to heparin under infusion. Review of the log data indicated that heparin; 25000 units in 250ml was selected to infuse using the guardrails drug library. The settings programmed by the user for this infusion were as follows: patient weight = (B)(6). Dose = 18 units/kg/hr. Vtbi = 230 ml. Rate = 14.9 ml/hr (note: this rate is automatically calculated by the instrument based on the above entries by the user). Drug amount = 25000 unit (note: this is the default setting as configured by guardrails). Diluent volume = 250ml (note: this is the default setting as configured by guardrails). The user received a call back notification after using the delayed start feature from a subsequent heparin infusion. The user proceeded to program the device for another heparin infusion, but changed the diluent volume to 30ml and the dose to 12 unit/kg/hr. This changed the infusion rate to 1.19 ml/hr (viewed as 1.2 ml/hr on the seven segment display of the instrument). A vtbi of 10ml was selected and the infusion commenced. It should be noted that several invalid key presses by the user were captured in the event log while this infusion was being programmed. Three and a half hours later the user programmed another heparin infusion using the same settings as above (diluent volume = 30ml, dose = 12unit/kg/hr) and a selected vtbi of 250ml. This is most likely the event reported by the customer. The user changed the diluent volume and dose for a heparin infusion and therefore this resulted in a rate change. The event log captured multiple invalid key presses prior to this change, so it is possible that the user was confused when programming this infusion. The instrument, however, correctly calculated the infusion rate of 1.2ml/hr based on the settings entered by the user.

Manufacturer narrative:
(B)(4). The root cause of the experience was determined to be a user programming change. Findings discussed with customer for user review of device training and additional training materials offered. This report was filed by the manufacturer.